Event description:
Hypoglycemia [hypoglycaemia], penfill holder is broken [device breakage], pen delivers insulin irregularly [incorrect dose administered by device]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycemia" with an unspecified onset date, "penfill holder is broken" with an unspecified onset date, "pen delivers insulin irregularly" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date to (B)(6) 2019 due to "type 1 diabetes mellitus". Patient's height: 158 cm, patient's weight: (B)(6), patient's bmi: (B)(6). Medical history included type 1 diabetes mellitus (since 1999). Concomitant products included - insulin(insulin), novopen echo(insulin delivery device) on an unspecified date, the patient had hypoglycemia during use of novopen echo. The emergency doctor had to come, the patient was not admitted to hospital. It was reported that penfill holder broken and pen delivered insulin irregularly. At the time of the event hba1c (glycosylated haemoglobin) levels were 8.0% it was reported that the patient made no change in diet or physical activity. Stored the insulin at a temperature of 20 - 25 °c. The patient reported that the cartridge holder not detached from the pen body at any time during use and the patient had not changed from another novopen to the current novopen echo. The patient did not reuse the needles and did not leave the needles attached to the pen in between injections, there were no problem with electronic display. The patient attached the needle in 180 degree angle (straight on). The patient did not use the dialing clicks to estimate the dose. Action taken to novopen echo was product discontinued and shifted to new pens. Batch number of novopen echo was available. The outcome for the event "hypoglycemia" was not reported. The outcome for the event "penfill holder is broken" was not reported. The outcome for the event "pen delivers insulin irregularly" was not reported.

Event description:
Case description: investigation results: name: novopen echo - batch evg3640-1 the electronic register was checked. No remarks. A visual examination of the returned product was performed. The durable device was received with a different version cartridge holder than the one it was produced with. Both snaps are broken off the cartridge holder. Due to this it was not possible to test the pen with cartridge and needle as the cartridge holder was damaged. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. The durable device was received with a different version cartridge holder than the one it was produced with. The issue was caused by the customer returning the product with a different cartridge holder than the one it was produced with. The snap connection on the cartridge holder was damaged. The fault was caused by accidental damage during use of the device. Since last submission the case was updated with the following: -investigation results were updated -device codes updated -manufacturers comment was updated -narrative updated accordingly. Manufacturer's comment: 14-may-2019: the novopen echo was received with a different version cartridge holder than the one it was produced with. The investigation revealed that both snaps are broken off the cartridge holder. Due to this it was not possible to test the pen with cartridge and needle as the cartridge holder was damaged. Due to this, the dose accuracy is affected, resulting in hypoglycaemia. The fault was caused by accidental damage during use of the device. Continued: evaluation summary name: novopen echo - batch evg3640-1 the electronic register was checked. No remarks. A visual examination of the returned product was performed. The durable device was received with a different version cartridge holder than the one it was produced with. Both snaps are broken off the cartridge holder. Due to this it was not possible to test the pen with cartridge and needle as the cartridge holder was damaged. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. The durable device was received with a different version cartridge holder than the one it was produced with. The issue was caused by the customer returning the product with a different cartridge holder than the one it was produced with. The snap connection on the cartridge holder was damaged. The fault was caused by accidental damage during use of the device.